Manufacturer narrative:
Block b3: exact date unknown, event occurred in spring 2021.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced difficulty charging the implantable pulse generator (ipg). It was noted that the ipg appeared to have moved. The patient underwent a revision procedure under local anesthesia to add a suturing hole on the ipg to ensure it was unable to move position. The patient did well postoperatively. The device was not returned for analysis as it remained implanted and in use in the patient.